Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to lead noise was observed. Patient monitoring will continue. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
New information received states externalized conductors were observed via device imaging. Due to the patients health condition the physician elected to only disable high voltage therapy. The lead remains implanted. Patient monitoring will continue with routine follow ups.